Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he entered the settings in his new insulin pump and they were wiped out. Customer took it back to the trainer and had it reprogrammed. Customer stated that the setting got deleted again and now his not getting insulin. There are no alarms that would indicate a need to reset the settings. The status menu was checked and there is nothing indicating that there was an issue that would have resulted in his settings resorting to factory settings. Customer stated his battery has lasted and his pump has not gone without power for an extended period of time. Customer requested the insulin pump to be replaced. Customer stated he has high blood glucose because he woke up late. Blood glucose value is 332 mg/dl. Nothing further reported.